Manufacturer narrative:
The cause was isolated to the user interface pcb assembly. The service agent provided the customer with a repair quote; however, the customer declined to have the device repaired and requested to scrap the device. The third party service agent discarded the device, therefore further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen and had illuminated its service led during initial power on. It was also reported that the device had locked up and was not responding to button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen and had illuminated its service led during initial power on. It was also reported that the device had locked up and was not responding to button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had displayed a white screen and had illuminated its service led during initial power on. It was also reported that the device had locked up and was not responding to button presses. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent was able to retrieve the isolated part for further evaluation. Stryker product analysis center further evaluated the removed part and determined that the cause fo the reported issue was determined to be corrupt memory on the integrated circuit, u2, on the system pcb assembly.